Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used in the ureter during a removal of kidney stone procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was noted that the tip of the inner dilator broke off the device. The procedure was completed with another navigator access sheath. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.